Event description:
The customer reported that the system had a faulty b380. The system rebooted itself and did not continue to operate as intended.

Manufacturer narrative:
(B)(4). The ge service rep replaced the right user interface assembly. The system was repaired, found to be operating as intended, and released to the customer for use.